Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received several inappropriate shocks. Boston scientific technical services (ts) reviewed stored episodes noting instances of oversensed noise as well as double detection of signal. It was noted that one instance of inappropriate therapy led to rhythm acceleration that appeared to resolve spontaneously. Ts provided suggestions for additional system assessment. The patient presented for follow-up during which noise was reproducible during provocation testing. A revision procedure was later performed wherein the s-ICD and associated electrode were explanted and replaced. No adverse patient effects were reported.